Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
A customer reported problems with power their power supply. No patient harm was reported.

Manufacturer narrative:
A medwatch # (B)(4) was received and the date of the incident and patient information was added. During follow-up with the customer it was reported that no medical intervention was required. The customer replaced the battery and the device is not back in patient use. No parts were returned for evaluation.

Manufacturer narrative:
The central processing unit (cpu) board was received for failure investigation and upon visual inspection was found to be dusty with no other signs of damage or contamination. The customer¿s returned cpu board was installed in an fi ventilator. The ventilator was run for one hour and power cycled 30 times every 30 seconds. No errors occurred and no failure was found. Root cause was not found as no errors occurred and no failure was found on the returned cpu board. The customer replaced the battery and the device is now back in patient use.